Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on an unspecified time on (B)(6) 2011. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue she denied making any changes to her usual diabetes treatment. The patient claimed at an unspecified time before the alleged issue started she felt "high blood sugar symptoms". In response to her symptoms, on (B)(6) 2011 she went to the doctor's office where her blood glucose was tested with their clinic meter and a result of "500 mg/dl" was obtained, which was treated with 100u of lantus at an unknown time. During the initial call with customer service, the agent noted that the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.